Manufacturer narrative:
The insulin pump was received with a compromised force sensor system error alarm during the displacement test and basic occlusion test due to motor excessive axial play. The insulin pump passed the operating currents test, self-test and unexpected restart error test. The occlusion priming and no delivery tests were all unable to be performed due to compromised force sensor system error alarm. The device had minor scratches on the display window.

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the prime rewind was performed. Customer advised they received the alarm during the prime process. Customer advised the drive support cap was normal. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer advised they were stuck in a preparing to prime loop. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.